Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin occlusion alarm while using an infusion set (inset) with 6 mm cannula and 23-inch tubing, and blood glucose was reported to be in range during the incident. Symptoms included no reported clinical effects. Outcomes included no reported impact such as hospitalization or medical intervention. Investigation included troubleshooting and education, and the user performed a supply change. Investigation of this case revealed that the occlusion alarm resolved after replacement of the infusion set, consistent with an infusion delivery obstruction associated with the set. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion resolved by set replacement.